Event description:
It was reported that a patient experienced a cerebral vascular accident. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system (wds) was used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no patient complications that occurred. At the 45 day follow it was noted that there was a 1mm jet present. On (B)(6) 2019 the patient had a transesophageal echocardiogram procedure and the images showed that the jet was noted to have increased to 4-5mm. At an unknown date the patient experienced a cerebral vascular accident. The patient recovered and had no residual effects following this event. The physician resumed them on warfarin.